Event description:
It was reported that the patient presented in clinic. Upon review, it was discovered that the pacemaker was unable to interrogate and exhibited no pacing. Multiple attempts were made with the different programmers and wands. It was noted that the patient was connected to a 12 lead EKG and it was determined that the device was dead. The device was explanted and replaced the patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of the battery was confirmed. The device was received with normal telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic. Upon review, it was discovered that the pacemaker was unable to interrogate. Multiple attempts were made with the different programmers and wands. It was noted that the patient was connected to a 12 lead EKG and it was determined that the device was dead. The device was explanted and replaced the patient was in stable condition.